Manufacturer narrative:
Follow-up #1 date of submission 04/06/2012 device evaluation: the pump has been returned and evaluated by product analysis on 03/09/2012 with the following findings: the keypad was found to be torn around the down arrow keypad button. The audio bolus button was also found to be torn. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. Evaluation revealed that the up arrow and contrast keypad button were intermittently responsive. The other keypad buttons were responding to button presses as expected. The audio bolus button was difficult to press and the bolus button spacer was found to be off center. There was evidence of keypad contamination found under the key contacts and contamination was found under the bolus button. Unrelated to the complaint, there was contamination found on the force sensor plate and the force sensor was found to be out of calibration. Also unrelated to the complaint, evaluation revealed a cracked battery compartment and a faded and discolored display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet also instructs the user to call animas customer service if the user suspects that the product is damaged. A new display screen was inserted and the contrast returned to normal. Correction #: 2531779-03/24/2010-003-r.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was unresponsive to button presses. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.